Event description:
It was reported that 3 bd syringe 20ml ll syringe only mx bun experienced transparent liquid such as water inside the barrel. The following information was provided by the initial reporter, translated from spanish to english: there is a presence of transparent liquid such as water inside the barrel, so they cannot be used due to the contamination that could be generated.

Manufacturer narrative:
H6: investigation summary: eight photos received by our quality team for investigation. Upon visual evaluation, 20 ml syringes are displayed, it is possible to see a substance however unable to specify if is within or outside fluid path. Physical samples are necessary to further analyze and identify if foreign matter could be silicone. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Actions have been taken with batch numbers involved (2068164, 2098105 and 2132808), including update maintenance plan for the silicone injection system to include the change of rings and nozzle spare parts, every six months.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2068164. Medical device expiration date: 28-feb-2027. Device manufacture date: 16-may-2022. Medical device lot #: 2098105. Medical device expiration date: 31-mar-2027. Device manufacture date: 16-jun-2022. Medical device lot #: 2132808. Medical device expiration date: 30-apr-2027. Device manufacture date: 05-jul-2022.

Event description:
It was reported that 3 bd syringe 20ml ll syringe only mx bun experienced transparent liquid such as water inside the barrel. The following information was provided by the initial reporter, translated from spanish to english: there is a presence of transparent liquid such as water inside the barrel, so they cannot be used due to the contamination that could be generated.